Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty advancing the stent. Upon removal, the stent appears to be damaged and had moved forward on the delivery device. No patient injuries or complications occurred.